Manufacturer narrative:
The device remained implanted.

Event description:
The subject stent was uneventfully placed across the target left m1 middle cerebral artery (l mca) bifurcation. The initial post procedure neurological assessments were good. The next day the patient became unresponsive/ lethargic with unequal pupils. Imaging demonstrated a large left intraparenchymal hematoma, left intraparenchymal hemorrhage and subarachnoid hemorrhage with left to right midline shift within uncal herniation. The hemorrhage resulted in the patient¿s death the next day post procedure. The physician¿s opinion that the cause of hemorrhage was a reperfusion injury into an area of old infarct.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. The device history record review confirms that the device met all material, assembly and performance specifications. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death, hemorrhage and hematoma are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
The subject stent was uneventfully placed across the target left m1 middle cerebral artery (l mca) bifurcation. The initial post procedure neurological assessments were good. The next day the patient became unresponsive/ lethargic with unequal pupils. Imaging demonstrated a large left intraparenchymal hematoma, left intraparenchymal hemorrhage and subarachnoid hemorrhage with left to right midline shift within uncal herniation. The hemorrhage resulted in the patient¿s death the next day post procedure. The physician¿s opinion that the cause of hemorrhage was a reperfusion injury into an area of old infarct.